Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of push catheter broken into more than two pieces.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the bile duct to treat gallstones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. The patient's anatomy was normal in shape and was dilated by 1 cm prior to stent placement. During the procedure, the push catheter was broken into more than two pieces, and the stent did not deploy. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: it was reported that the guidewire was in the delivery system during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed."

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the bile duct to treat gallstones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. The patient's anatomy was normal in shape and was dilated by 1 cm prior to stent placement. During the procedure, the push catheter was broken into more than two pieces, and the stent did not deploy. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: it was reported that the guidewire was in the delivery system during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed."

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of push catheter broken into more than two pieces. Block h11: a flexima biliary stent was received for analysis. Visual examination of the returned device found the guide catheter kinked in different sections, stretched, and detached. The push catheter suture hole was torn with the stent still attached to it, and the suture was detached. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of push catheter break as the push catheter was returned without breaks. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was in the delivery system during the attempted deployment. However, the IFU states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed". Since the IFU were not followed, this likely caused the stent failure to deploy. The investigation concluded that all the additional observed damages were likely due to user manipulation. The user likely experienced difficulties to pull out the guide catheter and used excessive force contributing to the observed damages. Therefore, a review and analysis of all available information indicated that the most probable cause is failure to follow instructions.